Event description:
Doctor failed to screw on tip properly and tip embedded in patient's cervix. Hospital left item in patient in hopes that it will release on its own. Further conversation with the customer revealed this occurred during a hysterosalpingogram.